Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During withdrawal, the balloon was not deflating after trying many times with alliance handle, and the scope had to be fully taken out as the balloon would not retract through working channel and had to be cut with a wire cutter to remove the balloon. The procedure had already been completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a140101 captures the reportable event of balloon failure to deflate.